Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. A review of the event history log found no failure, malfunction, or increased intraperitoneal volume events keystrokes, programming, or use related events that could have caused or contributed to the reported event. An external and internal inspection was performed and passed. The device passed returned instrument testing evaluation (rite) electrical testing but failed rite functional testing for an unrelated problem. A simulated therapy was performed and finished with no issues noted. The pneumatic system was tested with no issues noted. The device passed temperature testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis patient who passed away. It was not reported if the patient was hospitalized prior to death. The cause of death was initially reported by the nurse to be cardiac failure but could not be verified by a second reporter. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.